Manufacturer narrative:
Concomitant medical products (cont.) 694765 lead; 419488 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient¿s pulse was in the 30s. The right atrial (ra) lead was observed with undersensing. Reprogramming was performed to the pacing mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.